Manufacturer narrative:
It is unknown if the initial reporter sent a report to FDA. (B)(4).

Event description:
The customer complained of a questionable intact human chorionic gonadotropin + ss-subunit (hcg+ss) for one patient sample. The initial result was 0.222 miu/ml. The result was reported outside the laboratory. They doctor questioned the result. The sample was repeated on an e601 analyzer. The repeat result was 36.69 miu/ml. The repeat result was believed to be correct. The customer was not aware of any adverse events. The hcg+ss reagent lot number was 18003903. The expiration date was (B)(6) 2015. The field service representative could not find a cause. He ran performance tests; all were within the correct ranges.

Manufacturer narrative:
Additional information was requested for the investigation but was not provided. The investigation was unable to determine a specific root cause with the information available.